Event description:
It was reported that during the attempt to implant a new right ventricular lead, the lead was repositioned several times due to possible scar tissue in the right ventricle and the other pre-existing lead. It was also reported the physician was unable to remove the introducer sheath without removing the lead at the same time. The lead and introducer were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer tubing was kinked/buckled. It was noted that there were several distorted conductors, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The introducer was returned attached to the lead, was analyzed and the introducer shaft was kinked at 14cm from the hub. This together with the lead outer tubing being kinked and buckled contributed to the introducer being stuck to the lead.